Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device lg lens had foreign matter. The issue occurred during set up/inspection for use. There was no patient involvement.

Event description:
No additional information received from customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h6, h11. The device was not returned to olympus for inspection and the product analysis will solely be based on the available information. Based on the results of the investigation, and since the device malfunction was not confirmed, the definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.